Event description:
The customer reported that on (B)(6) 2011 imprecise and/or erroneous cardiac troponin (accutni) results were generated from an access 2 immunoassay system for two patients. The initial accutni results were within the risk stratification range of the assay. Upon duplicate repeat testing on the same instrument, the repeat results for the first patient produced lower results, still within the risk stratification range. Collectively the results were outside of the assay's precision claims. Repeat testing of the second patient sample on the same instrument yielded a lower result within the normal reference range of the assay. The repeat result was regarded as valid by the customer. The initial imprecise/erroneous accutni results were not reported outside of the laboratory and hence there was no death, serious injury or modification to patient treatment associated or attributed to this event. The samples were plasma samples collected in lithium heparin tubes. The samples were centrifuged prior to testing. Additionally, patient one's specimen was sampled from the primary tube, was tested immediately upon collection, and was normal in appearance with no visible abnormalities. Beckman coulter inc. Assessment of customer supplied data indicated that instrument assay quality control results met customer established specifications on the date of the event. Additionally system checks executed prior to the event met expectations. Actual patient results data was not provided by the customer for patient two.

Manufacturer narrative:
Patient one was a (B)(6) old female. This information is unknown for patient two. Service was dispatched to the site on (B)(4) 2011 for this event. The field service engineer (fse) replaced the incubator belt and performed major preventive maintenance activities. The fse verified hardware operation by performing a system check and high sensitivity system check which yielded results within instrument specifications. Upon the completion of the necessary and verified repairs, the instrument was returned back into service. A definitive root cause has not been determined to date for this event.